Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo ipg replacement per physician¿s preference. No device malfunction is suspected.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo ipg replacement procedure.